Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression"), dyspareunia ("pain during intercourse (dyspareunia)"), headache ("headaches"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and stress ("severe stress"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (unilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia and abdominal pain had resolved and the anxiety, depression, headache, menorrhagia and stress outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, headache, menorrhagia, pelvic pain and stress to be related to essure. The reporter commented: received treatment for: pelvic, abdominal pain, dyspareunia, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2019: results of confirmation test: bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New events: abdominal pain, menorrhagia and severe stress were added. New reporter, plaintiffs information added. Outcome for pain and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression"), dyspareunia ("pain during intercourse") and headache ("headaches"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, anxiety, depression, dyspareunia and headache outcome was unknown. The reporter considered anxiety, depression, dyspareunia, headache and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.